Manufacturer narrative:
Based on the available information, this event is being reported as a serious injury. A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaint trend for previous 12 months was performed and there were (B)(4) complaints of this type for this device. There is no indication of complaint trend based on this review. No nonconformance or corrective action preventative actions (capas) relating to the primary reason for this device complaint were found in the nonconformance reporting system for the previous 12 months of case creation. Based on the investigation conducted, this complaint cannot be confirmed. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. (B)(4).

Event description:
A wound specialist sent an email to a sales representative stating: "saw a patient today that appears to have developed an anal skin breakdown related to her [device]. There are many things that need to be modified at the bedside that I think contributed to this problem."